Event description:
Record indicates device has malfunctioned, and never worked correctly. It had been refilled on two occasions but did not work properly. Pt underwent general anesthesia for removal and replacement of device.